Event description:
It was reported that during a bowel resection procedure, the dr would not break the washer due to the high force to fire. He found that posterior wall did not cut completely. The dr cut the tissue transanally. Staple formation was ok. Dr put some overstitches. There was no pt consequence.